Event description:
It was reported that a patient had surgical revision of their inflatable penile prosthesis (ipp) due to unspecified reason. The ipp was explanted on (B)(6) 2018 and replaced with a new ipp. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.